Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device system was seen in the emergency room (ER) for evaluation of seizures. The patient had been found sleeping and unresponsive before being seen in the ER. A local field representative was called to interrogate the patient's device. The field representative reported that during device testing, intermittent loss of right ventricular (rv) capture was observed. The physician suspected a possible rv microdislodgement or a connection issue. A lead revision procedure was performed and the lead was repositioned. There were no adverse patient effects from the procedure reported.